Event description:
The reporter (pocc) states back to back results of 126 mg/dl on the meter and 38 mg/dl from the laboratory. Controls were in range. The reporter states the patient, who is in ICU, was given 10 units of regular insulin based upon the 126 mg/dl result, and that no adverse event resulted from the insulin dosing. Return requested and replacement was sent.